Manufacturer narrative:
The device and stent initially performed as anticipated; however, vessel geometry and implant placement impacted the ability for the stent to fixate.

Event description:
An 8 mm minima stent was used during a coa procedure with carotid access. The stent was placed centrally across the coa and deployed at the nominal pressure. The stent moved distally from the lesion as the balloon was extracted. An off-the-shelf 9 mm balloon catheter was used to improve stent fixation. There was no additional intervention needed for the coarctation, as the stenosis appeared to be relieved. No device was returned for evaluation.